Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(6). A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and was able to duplicate the reported failure. The fse replace the touchscreen. The iabp unit passed all calibration, functional and safety tests performed. The unit was returned to customer and cleared for clinical use.

Event description:
It was reported that a touchscreen malfunction occurred on the cardiosave intra-aortic balloon pump (iabp). It is unknown under which circumstance this event occurred. However, there was no patient involvement, thus no adverse event was reported.